Event description:
It was reported, the pt felt a shock or jolt sensation. Pt reported, the implantable neurostimulator (ins) battery was dead but still felt "mild shocks from device on occasion." An explant was scheduled. Additional information has been requested and will be made as follow up as information becomes available.

Manufacturer narrative:
(B)(4)